Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture, bilateral granuloma, left breast capsular contracture, right breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 450cc gel breast prostheses that both ruptured after implantation. Bilateral rupture was confirmed by ultrasound. In addition, the gel from the ruptured prostheses was leaking out into the patient¿s lymph nodes. The patient also reported left breast capsular contracture (baker grade unknown) and pain in her right breast. As a result, the patient underwent bilateral explantation on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. In addition, the patient had both of her removed breast prostheses replaced with mentor memorygel breast implant 555cc gel breast prostheses. On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced granulomas, a rupture in the breast implant and developed capsular contracture. During visual evaluation of the device, siltex cracking was observed on the posterior aspect. Additionally a tear within the siltex cracking measuring approximately 0.2 cm was noted. It is possible the siltex cracking / rupture was caused by the stress occasioned to the shell by the capsular contracture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of our quality process, the manufacturing records of this 208824 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture, granulomas and capsular contracture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11-may-2020, mentor received additional information about the event. It was initially reported to mentor that the explantation date is (B)(6) 2020. New information states that the patient will undergo explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 22-jun-2020, mentor completed a second investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant, developed capsular contracture, and granuloma. During the visual evaluation of the device, siltex cracking was observed on the posterior aspect. Additionally, a tear measuring approximately 0.2 cm was found within the siltex cracking. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of our quality process, the manufacturing records of this 208824 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture, granuloma and capsular contracture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).